Event description:
Initially, the home patient (hp) called baxter technical service for assistance with peritoneal dialysis (pd) therapy during use with the homechoice machine. The solution was provided via the telephone. During the conversation the hp stated she is in the hospital and has peritonitis. On (B)(4) 2011, baxter product surveillance spoke with the patient's peritoneal dialysis nurse (pdn) and received the following information. On an unspecified date the patient began treatment with local dianeal (doses, frequencies, and lots were not specified) intraperitoneally (ip) for pd therapy. On an unspecified date in (B)(6) 2011, the patient was diagnosed with peritonitis coincident with local dianeal (unspecified) therapy. There was no exit site or tunnel infection associated with the peritonitis. The pdn stated that she believed the cause of the peritonitis was poor aseptic technique probably due to touch contamination and stated in her opinion "probably with a gram positive organism." It was not known if a peritoneal effluent sample was taken for analysis, gram stain and culture. The patient was hospitalized for the peritonitis and other issues on (B)(6) 2011 and discharged on (B)(6) 2011. The patient received remedial treatment with vancomycin and gentamicin (doses, frequencies, and lots not provided). The pdn also stated that the patient the patient has been having other medical and social issues at home for the past 11 months (details not provided). The pdn clarified that although the patient was reported to be hospitalized for peritonitis, the patient was in the hospital for issues with low hemoglobin (reported as in 7's units not provided) and low albumin as much as or even more. The pdn stated that had it not been for these other issues, the patient probably would not have needed to hospitalized for the peritonitis alone. Because the patient is having several issues at this time, she is being taken off of peritoneal dialysis (pd) therapy. The hp is currently scheduled to have her pd catheter removed and a hemodialysis catheter will be placed (dates not reported). The pdn said the hp will be going onto hemodialysis and at this time and they do not know if that will be a temporary or permanent therapy going forward. Concomitant medications were not provided. The nurse considered the event of peritonitis to be unrelated to dianeal pd4 ambuflex therapy and stated "it was most likely due to a break in aseptic technique." The nurse did not provide an assessment of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4): baxter product surveillance spoke with the peritoneal dialysis nurse who stated that she did not have access to the patient's chart at the time of this report, so she could not give the exact date that this patient started on pd therapy. However, she verified that the patient has been on pd therapy for many years.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. The assignable root cause is breach of aseptic technique. A batch review was performed for potentially associated lot numbers gd888503, gd888107, gd887034 and gd887026. There were no issues detected during manufacturing of these batches. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.